Event description:
It was reported that the patient experienced persistent hyperglycemia with the ilet indicating ¿high,¿ and fingerstick readings of 532 mg/dl and later 578 mg/dl; the caregiver performed an infusion set and supply change with a new site placement, and subsequently administered a physician-directed insulin injection while pausing the ilet for two hours, with antibiotics noted as a concurrent therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and an unspecified device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.